Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated for 2-3 days at values of >180mg/dl. Elevated bgs were treated by administering insulin shots, and the issue resolved.